Event description:
It was reported tha the customer had a prime rewind anomaly and a33 alarm on the insulin pump. The customer's blood glucose level was 41 mg/dl. The customer was treated by eating pizza. The customer stated that they recieved an a33 alarm. The customer was advised to disconnect from the insulin pump. The customer was advised to treat as per health care provider instructions and patient response, pizza. The customer was advised that the insulin pump need to be replaced. The patient was advised to discontinue use of the insulin pump and revert to back up plan per health care provider instructions. The customer insulin pump will be replaced due to a33 alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.